Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the device was repaired by repairing the defecting central processing unit (cpu) as the c22 had shorted out and burned. System performing to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 08/20/2018, however the correct date is 01/22/2018. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as it cannot be determined that the issue is traced to the design, manufacturing, or labeling, product deficiency cannot be confirmed. Based on the information obtained, product malfunction was confirmed and a non-conformance investigation was conducted. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the system was sitting idle and a puff of smoke came out and their was a burning smell and now will not power on. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: not applicable. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted